Event description:
It was reported that the insulin pump was under-delivering. The current blood glucose reading is 278 mg/dl. Customer treated with a bolus. Customer is running high. Customer had a liver transplant in september 2009. Customer broke his foot one week ago. Customer treated with a manual injection. The blood glucose reading has decreased. The blood glucose reading decreased to 79 mg/dl. Customer treated with sugar. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.